Event description:
A patient reported experiencing inaccurate low results using a lifescan meter. The patient's blood glucose results were 7.6 mmol/l versus 10.1 mmol/l meter to lab. Tests were done within 30 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.